Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the evaluation of the returned unit shows that the base handle was resized due to the handle being closed without the 6in transitional installed which deformed the hole. The unit's 6in transitional member has worn teeth, and the shock cushion, 1/4in pin and adjustment wrench are worn. Additionally, it is recommended that the unit receive a preventive maintenance (pm) service. To resolve the issues, the adjustment screw, finishing cap, adjustment wrench, 1/4 pin, 6in transitional, shock cushion, labels and roll pin will be replaced with general maintenance and cleaning. Root cause - the complaint is confirmed via inspection of the unit. The returned unit had been damaged due to improper assembly by the customer as the base handle was closed without the 6-inch transitional being inserted causing the handle opening to become misshaped. The probable root cause includes routine wear of the unit and mishandling. No further investigation is required beyond the repairs based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after the patient was positioned prone using the mayfield head holder, and a slight downward slip occurred. The surgical team confirmed that the slip did not occur within the mayfield clamp, and the mayfield ultra base unit (a2101) is suspected to have caused the slip. It is suspected that couple of bolts on the base might not be tightened to specifications. There was no patient injury and surgical delay is unknown. Additional information is being requested.